Event description:
Following a successful atherectomy with fox hollow sxc (turbohawk) cutter catheter: on attempt to remove catheter a piece of device broke in the superficial femoral artery. After consulting with cardiovascular surgeon, it was decided to cover the area with a stent. The procedure was completed successfully. The patient is doing well. Seen in the physician office one week post procedure, will continue to be monitored.